Event description:
On 01-dec-2025 the user reported that on (B)(6) 2025, they experienced hypoglycemia with a bg of 39 mg/dl. The user had previously experienced elevated glucose levels for approximately eleven hours following an insulin occlusion alert and later performed a supply change and announced a meal prior to the low event. The user was treated on scene by ems with a glucose injection, was not transported to a medical facility, and recovered at home the same day.

Manufacturer narrative:
The user reported prolonged hyperglycemia with an insulin occlusion alert followed by a supply change and subsequent severe low blood glucose requiring ems treatment. No device malfunction has been confirmed, and a detailed review of logs and device performance is ongoing. A follow-up MDR will be submitted if additional information or device evaluation results become available.